Event description:
It was reported that the patient had ventricular tachycardia pre-implant. The patient experienced shocks from implantable cardioverter-defibrillator due to pre-existing refractory ventricular tachycardia and was transitioned to comfort measures. The patient had been administered amiodarone, lidocaine and quinidine.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use lists cardiac arrhythmia and death as adverse events which may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia and death as adverse events which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had refractory ventricular tachycardia and was transitioned to comfort measures. The patient passed away on (B)(6) 2023. The outcome was not considered device or therapy related. The device operated as expected.